Manufacturer narrative:
(B)(4): the lot was manufactured april 10, 2015 ¿ april 13, 2015. The device was received for evaluation with approximately 60 ml remaining in the bladder. Visual inspection revealed a leak/backflow at the fillport when the fillport cap was removed. Further visual inspection revealed a coil cap shaving approximately 3.58 mm in length located under the checkband. The reported condition was verified. The cause of the leak was determined to be the particle under the checkband. An ncr has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking during filling with sodium chloride. There was no patient involvement. No additional information is available.